Event description:
It was reported that the patient experienced hypoglycemia to below 40 mg/dl with recurrent lows over a few hours, followed by a rapid glucose decline after a breakfast meal announcement and a subsequent elevated glucose after eating. Symptoms included dizziness with a trip and fall causing shoulder and back pain. Outcomes included self-treatment with oral glucose and juice, self-recovery without assistance, and no medical intervention or hospitalization. Investigation included review of glucose trend data and completion of troubleshooting and education. Investigation of this case revealed no device alerts were reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.